Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and found the wash valve on the bubble generator assembly was leaking. The fse replaced the bubble generator assembly to resolve the issue, no further leaking or instrument errors were observed. The instrument software version is 5.4.

Event description:
The customer's unicel dxc 600 synchron system generated one low erroneous cr-s (creatinine) patient result. The cr-s erroneous result was reported outside of the laboratory, however the result was rerun and amended with no impact to patient treatment. The customer also stated the instrument generated suppressed (no result value) qc (quality control) and recovery errors for cocm (cocaine metabolite), alt (alanine aminotransferase), bun (blood urea nitrogen) and found fluid under the reagent probe drip tray. The customer stated the fluid was contained and described the volume as approximately less than 1 cc. The operator was wearing personal protective equipment and no injury or exposure was reported.